Manufacturer narrative:
Batch review performed on (B)(6) 2023 lot 1900093: (B)(4) items manufactured and released on 06-may-2019. Expiration date: (B)(6) 2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 3 years and 5 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head with competitor components and the surgery was completed successfully.